Event description:
The customer observed (B)(6) results for multiple samples. The following data was provided: (B)(6) 2022 sid (B)(6) 2022. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient indentifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the valve, manifold kit as leaking was observed, which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no similar issues were reported for (B)(6). A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the valve, manifold kit was identified.